Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx drug eluting stent to treat a severely calcified and non-tortuous rca exhibiting 85% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was not pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during advancement but no excessive force used. It was reported that stent deformation occurred during positioning / advancement. The case was completed with another device. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was not evident to the stent. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.